Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 1995 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1995, and a mesh was implanted. It was reported that the patient underwent a posterior repair, enterocele repair, perineoplasty and cystoscopy on (B)(6) 2013, due to enterocele, rectocele and obstructive defecation. It was further reported that the patient underwent an exploratory laparotomy and bso on (B)(6) 2011, for presence of a pelvic mass. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/16/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 1995 and mesh was implanted concurrently with anterior colporrhaphy, sacral colpopexy, halbanz culdoplasty, birch retropubic urethropexy, paravaginal repair, teloscopy, and suprapubic catheter placement. It was reported that the patient underwent a placement of vesicovaginal fascia on (B)(6) 2000 along with anterior repair. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-04215 and 2210968-2012-04218. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency, hematuria, nocturia, urinary incontinence, rectocele and cystocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh repair on (B)(6) 2000 and a mesh revision on (B)(6) 2001. The patient also had a concurrent procedure of mesh revision on (B)(6) 2003. No additional information is provided at this time. This is one of three medwatches being submitted. See also medwatch 2210968-2012-04215 and 2210968-2012-04218. The same patient is represented in each medwatch.